Event description:
It was reported that it was believed that the patient had an infection at the implantable neurostimulator (ins) site. System was planned to be explanted on (B)(6) 2013. Symptoms included swelling at pocket, red, tender and inflamed but there was no discharge. It was noted that the patient was diabetic. Additional information received reported that the system was explanted on (B)(6) 2013. It was noted that the healthcare professional (hcp) said it had not appeared to be an infection but a foreign body reaction. The patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va05sc4, implanted: (B)(6) 2013, product type lead; product ID 3037, serial #(B)(4), product type programmer, patient. (B)(4).